Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy from the catheter.

Event description:
Note: this report pertains to one of four resolution 360 clip devices used in the same patient and procedure. It was reported to boston scientific corporation that four resolution 360 clip devices were used for polyps in the left colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2025. During the procedure, the clip was able to grasp/close and lock onto tissue but would not release from the catheter. There was abnormally high resistance felt before the handle spool reached the end of the stroke. The device was removed. Another of the same resolution 360 clip device was used, and the same problem occurred. Another two of the same resolution 360 clip devices were used, and they were able to grasp/close and lock onto tissue but would not release from the catheter initially but were eventually able to release from the catheter after manipulation. The procedure was completed with a non-bsc clip. There were no patient complications reported as a result of this event.